Manufacturer narrative:
Central distribution, supervisor; manager, materials management. Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a balloon in pumping segment of the tubing. There was no harm.

Manufacturer narrative:
The customer's report of a balloon in the silicone segment was confirmed and replicated. Visual inspection revealed that the silicone segment tubing had a bulged section below the upper fitment. Functional testing was unable to replicate the ballooning. Additional testing of the set was conducted. An IV push was performed first by occluding the tubing above the injection port, and then again by not occluding the tubing. The IV push performed by not occluding the tubing above the injection port observed a balloon when the device door was opened. The root cause of the balloon in the silicone segment was increased pressure in the IV set caused by an IV push executed below the pump without first clamping the tubing above the injection port. This action was found to result in excessive pressure within the silicone segment thus causing the silicone segment to balloon.

Event description:
The customer reported the pump segment of the IV set ballooned during use on a patient in the ICU. There was no report of patient harm.